Manufacturer narrative:
Additional information was added to h3, h6, and h10. H10: one of fifteen devices was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing which included leak, clear passage, and clamp function were performed with no issues noted. The reported condition was not verified. Fourteen devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) observed several air bubbles in the patient line of approximately 15 units of amia automated pd cycler sets with cassette. This issue occurred during set up at the time of connection just after priming for automated peritoneal dialysis (pd) therapy. The hp stated that the tip protector of the patient lines were present but some were a bit loose and all connections were tightened properly. There was no patient injury or medical intervention associated with this event. No additional information is available.